Manufacturer narrative:
Incorrect awareness date entered on initial MDR. Correction date of (B)(6) 2017 has been made investigation level a: DHR review - yes, required for MDR; qn database review - no, not required; eura review - yes, required for MDR; sample analysis - yes. The customer's experience was confirmed and reproduced with the returned unit. Visual examination of the sample revealed damage to the back end of the catheter adapter which prevented the tip shield from decoupling from the catheter adapter. Rm5796 rev13(l) nexiva p-eura does not identify difficult/failure to decouple as a fialure mode and will be updated accordingly. Rm5619 rev13(k) nexiva d-eura identifies difficult/failure to decouple as a failure mode in relationship to interference between the v-clip and the catheter adapter during engagement of the v-clip. The effects of this failure mode are clinician dissatisfaction with severity of s1 and two or more piv insertions with severity of s2. Occurrence of this defect is low for the batch. With limited severity and low occurrence, the risk to the end user is acceptable. Manufacturing: the damage to the catheter adapter was caused during the manufacturing process. The damage most likely occured on a station in which the back end of the adapter is touch by a gripper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system failed to function properly during use. There was no report of injury or medical intervention.-